Manufacturer narrative:
Patient weight: unknown, as information was asked but it was not provided due to not being recorded. Ethnicity: unknown, as information was asked but it was not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was inserted into the patient's operative eye, however, it was removed during the same procedure as the lens was scratched. Another lens of same model and diopter was used as the replacement iol. There was no patient injury and no other intervention was required. The patient was doing good post operation. No further information was provided.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer: yes . Section d9: returned to manufacturer on: feb 14, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with no visible issues. The lens was cleaned, and no cosmetic issues or scratches could be identified. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.